Event description:
Event description guidant received information that the patient implanted with this coronary sinus implantable lead experienced a pericaridal effusion. This was detected at follow-up via a pericardial rub.